Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2018, it was noted that the device was unable to interrogate. It was stated that the device barely had charge left. Patient was new to the clinic but also hadn¿t been checked in 2 years.

Event description:
New information notes that the patient condition was good during check.